Event description:
It was reported that the pump rebooted three times without user intervention. A family member said she replaced the battery and battery cap; the pump rebooted again within 30 minutes. She reported that the battery housing and threading are intact, there is no moisture or corrosion in battery compartment, there has been no exposure to moisture. The family member denied trauma to the pump; the patient wears it securely in a fanny pack. She confirmed that the pump malfunction did not cause or contribute to blood glucose excursions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.